Event description:
It was reported that the patient had his artificial urinary sphincter removed due to unspecified reasons. A new artificial urinary sphincter consisting of a 4.0cm cuff, pump, and balloon were implanted.